Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the fenestrated bipolar forceps (fbf) black conductor wire was peeled off. The customer used a backup fbf instrument to continue with the procedure. The instrument was not used on the patient. No fragment fell inside the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was possibly material missing. The conductor wire was exposed. The conductor wire insulation was damaged, but the wire was not fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.